Event description:
The user facility reported during surgery the cutter was working intermittently. The doctor would re-engage the foot controller to get the cutter to start. The aspiration was weak and there were bubbles coming from the cutter line. There was no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.